Manufacturer narrative:
An eval of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable. The root cause of this complaint cannot be identified, since the device was confirmed not return to MFR for further investigation.

Event description:
The pt's mother contacted (B)(4) via email on (B)(6) 2014, regarding a reportable malfunction of no aerosol production that was reported as associated with the use of the ez breathe atomizer. The pt's mother reported that the atomizers did not operate properly while her son experienced an asthma attack. Multiple attempts were made to reach the pt unsuccessfully. Two medical device reports will be submitted to the agency, because the reporter stated that two atomizers failed to function. No additional info is available about the pt or event.